Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to hearing the implantable cardioverter defibrillator (ICD) alert every 4 hours. This is indicative of a right ventricular (rv) lead integrity issue. The lead remains in use. No patient complications have been reported as a result of this event.